Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. The reported event was not confirmed during the evaluation step of the complaint process as the product was not returned. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. The most likely cause is that the lamp has expired because our customers know that they needed a new lamp and that the fault that occurred indicates that lamp was not functioning.

Manufacturer narrative:
The device was not returned to olympus for evaluation. No conclusion can be drawn at this time, as the device has not yet been returned, and no troubleshooting was performed over the phone. This report will be supplemented when new information becomes available.

Event description:
The customer contacted olympus to report a lamp error which resulted in the lamp failure. There was no patient involvement.